Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-dec-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 191.0 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced increased spasticity. A bolus of baclofen did not have an effect on spasticity. The issue occurred during normal use. The catheter access port (cap) was tapped and they were able to get cerebrospinal fluid (csf). An isotope study was done and did not go into intrathecal space. A catheter revision was performed. It was noted that at the spinal insertion site, there was a kink in the catheter and it was also found to have a fracture as well. The complete catheter (model 8596sc) was explanted and a new model 8780 catheter was placed. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The hcp had refused return of the explanted catheter to the manufacturer. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history at the time of the report was indicated as having been requested but would not be made available. It was noted that the hcp did not have any further information regarding the event. No further patient complications have been reported as a result of this event.